Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot m19182t401 was reviewed and the product was produced according to product specifications. All information reasonably known as of 07 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 8030647-2019-00093 for the second report. It was reported that the "ballard closed suction catheter 'snapped off' from the blue base during suctioning of patient...no injury to patient, but nurse had to retrieve the catheter from 'the lung' of the patient. States that the catheter slipped down into the tube and she was able to retrieve it without any issue for the patient."